Event description:
A site reported to rxsight that while implanting a light adjustable lens+ (lal+, sn (B)(6), +14.0d) during primary cataract surgery, damage to the capsular bag occurred. A vitrectomy was performed and the lal+ was implanted via optic capture. Rxsight's first awareness of this event was on 05/16/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).